Manufacturer narrative:
Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It is our understanding that this implantable cardioverter defibrillator (ICD) displayed a code 1003, indicative of battery voltage too low for the projected remaining capacity. A copy of device memory was preserved and forwarded to boston scientific engineering for review. Engineering review of the diagnostic data detected a small amount of excess energy consumption; however, the level was near normal and acceptable detectability thresholds. There were no indications that the excess energy consumption was negatively impacting the battery voltage. As a result, it was determined that the code 1003 was displayed in error. Ts discussed that the device could remain implanted and continually monitored through both normal follow-up patient visits and latitude. The patient was called into the facility and the device was reprogrammed to turn the atrial lead off, as the patient was experiencing atrial fibrillation, unrelated to the code 1003. Shortly after this visit, the ICD displayed another code 1003. Consultation with both ts and engineering concluded that the time between reprogramming and the internal battery check was likely not enough time for the battery voltage to reflect the new settings. Further recommendations were made to bring the patient in again to reset the beeper and alerts. On (B)(6) 2018, a second memory analysis was performed to determine if the battery voltage had recovered. Updated latitude data indicated that the second and third code 1003s displayed were accurate as the energy consumption had increased, resulting in a faster than expected depletion of the battery. Based on the current battery voltage and the rate of the depletion, technical services recommended device replacement within 28 days of the last code 1003 display. The device was explanted and replaced. No additional adverse patient effects were reported.